Event description:
It was reported that the patient never had therapeutic effect. It was stated that the therapy did not work and had never worked since the implant on the day of the report. Patient's bladder problem had gotten worse and she was going through a lot of pads. It was stated the patient felt stimulation in her vagina. It was stated she ¿had vui, but also has isd and usi. Isd may be contributing.¿ the meanings of the acronyms were not known. Additional information stated the patient program was set to 1.05 because she couldn¿t sleep, and at the time of report, she could feel it ¿pulsating.¿ reportedly, in (B)(6), the healthcare provider told the patient they didn¿t think it would work. It was noted ¿it had never worked¿ and the urine ¿just gushes, not a urge, it just comes out.¿ the patient changed three pads in a couple of hours and ¿it was extremely active at night.¿ the patient was given a prescription for physical therapy and was told to call back in a couple weeks if it was not working. It was stated the patient wanted to turn stimulation off so she can have physical therapy. It was reported the patient was still having concerns regarding their device or therapy but stated they will call their doctor back in a few weeks to give an update. Reportedly right before surgery the doctor told the patient they didn¿t think it would work after looking at her bladder diary.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).